Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Subsequently, the customer experienced an elevated blood glucose (bg) value displayed as 599.4 mg/dl. The customer delivered a correction bolus to address the bg. Reportedly, the damaged occurred because the tubing was pulled. Customer loaded a new cartridge to address the issue.